Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had telemetry discrepancy. It was noted that the patient was unable to charge. Device malfunction was suspected due to non-device related surgery. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual (B)(4).

Manufacturer narrative:
Additional information was received that the physician suspect damage from the cautery used in a non-related device surgery. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had telemetry discrepancy. It was noted that the patient was unable to charge. Device malfunction was suspected due to non-device related surgery. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)